Event description:
It was reported that surgery to remove a plate and hardware due to patient infection occured (B)(6) 2013. The infection location at the medial aspect of the tibia was treated. This is report 4 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.